Event description:
A medtronic representative reported that, while in a spine procedure placing a screw with a solera 5.5/6.0 cannulated driver, the screw was going in tightly and the surgeon switched to a t handle. They heard a click and noted the tip of the driver had sheared off. The surgeon removed the tip from the screw by using a threaded guide wire. No fragments were left in the patient. Post lumbar fusion continued with a non-navigated screw driver. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not provided by the site. RMA issued. Suspect screw driver not returned to manufacturer for evaluation. Part not returned to manufacturer.